Event description:
It was reported that they were getting errors that stopped the exposure, causing the patient to be re-exposed. The fe performed vta gain and tomo motion calibrations, once this was done the system is working as intended.